Event description:
It was reported that there was a packaging or labeling issue on the ventricular assist device (vad) batteries. There was an allegation that not having expiration dates on batteries makes it difficult to determine when the batteries should be replaced. It was stated that it would be much easier for patients and vad programs to be able to keep track of their batteries and know when they are due to be exchanged. It was also alleged that trying to determine battery cycle count wasn't always easy to do. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Product event summary: the battery of unknown serial number was not returned for evaluation. No device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The battery system and subsystem requirements were reviewed; per the requirements, the battery shall continue operating through 500 charge/discharge cycles, maintaining at least 80% of the battery's full charge capacity when new. Additionally, the nominal cell pack capacity shall provide enough power to operate the controller and pump under nominal operating conditions for 6 hours before the 10% remaining power alarm threshold is reached. Battery performance over time is very sensitive to depth of discharge, discharge current, and temperature, which can be dependent on user needs. Per the instructions for use, batteries that reach the end of their useful life of 500 charge and discharge cycles should be taken out of service. Additionally, if a battery provides less than 2 hours of support duration, it should be taken out of service. As a result, the reported "packaging or labeling issue" could not be confirmed. Based on the available information, the reported event may be attributed to user perception. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.